Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The electrical connector unit, seat holder unit, and ultrasonic-connector were corroded. Key top 1 was incised, had cuts. The light guide cover lens, grip unit, connecting tube, scope cover, and switch box unit were scratched. The charge-coupled device (ccd) cover lens was cracked, and the ccd-cover lens glue was chipped. The forceps cover was deformed. The coating was peeled off on the connecting tube. Painting was peeled off on the fs-cover and air/water nut. The scope body was damaged. Switch one (1) was broken. The universal cord had chemical damage and was kinked. The flexible printed circuits (fpc) were broken. The cover ring was detached. The angulation had less or specified value. The acoustic lens was damaged, and the piezo elements were defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii gastrointestinal videoscope was leaky. No patient harm reported. During the evaluation of the device, it was noted there was a gap in the adhesive on the distal end. This report is to capture the reportable malfunction of the gap in the adhesive on the distal end noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is possible that the adhesive shaving at the tip occurred due to the same cause as other breakage, but it was not possible to determine whether the shearing was due to stress, handling, or other factors. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.